Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Left brake is not engaging causing chair to veer to the right when stopping.